Event description:
A lab professional splashed control material in her eye, after the control slipped out of her hand and dropped on the floor. There was no immediate harm to the lab professional as a result of this event.

Manufacturer narrative:
The labeling and certificate of analysis indicate that each human donor unit used to manfucture the product was "tested by FDA accepted methods and found non-reactive for hepatitis b surface antigen (hbsag), antibody to hepatitis c (hcv) and antibody to hiv-1/hiv-2." In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with pt specimens. The root cause of the event was user error.